Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 1456 days after a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 3.0mm, 75% stenosed, 14mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a 3.0 x 16 mm study stent with 0% residual stenosis following stent placement. The patient was discharged the next day on protocol doses of aspirin and plavix. One thounsand four hundred fifty six days after the initial procedure, greater than 3 years post index procedure, the patient was noted to have elevated cardiac enzymes during in-patient hospitalization for a cholecystectomy. Two days prior, the patient was admitted with abdominal pain and diagnosed with cholecystitis. The next day, laparoscopic cholecystectomy was attempted but unsuccessful and the patient underwent open laparotomy with cholecystectomy. Intra-operatively, the patient experienced hypotension requiring ivf and neo-synephrine. The patient's antihypertensive medications were discontinued and a cardiac consultation was ordered. The patient was normotensive with no complaints of chest pain or shortness of breath. ECG at that time had no acute changes. Intra-operative rhythm strip did not show any st changes. A 24 hour observation period in the ccu was ordered with cpk to be drawn every 8 hours and daily ECG's. Hypertensive medications were resumed. The patient's cardiac enzymes continued to rise with peak ck. The patient was discharged 4 days later. In the opinion of the physician, the relationship of the mi to the taxus stent is unknown.